Event description:
It was reported that from (B)(6) 2016 to (B)(6) 2018, the patient was seen by treating physician. The patient underwent cystoscopy on or about (B)(6) 2018 and diagnosed with enlarged median lobe. The patient underwent convective radiofrequency water vapor thermal therapy procedure of the prostate on (B)(6) 2018 and as results of care and/or treatment rendered, the patient sustained permanent injuries, disfigurement and illness (exact symptoms experienced were not provided). No further information is available.

Manufacturer narrative:
Treating physician: (B)(6). Facility: (B)(4). The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. There was no device allegation and there was no specific patient symptoms reported. The information provided is not sufficient to assign a cause, therefore, the investigation conclusion code of no problem detected was assigned to this event.

Manufacturer narrative:
Treating physician: dr. (B)(6). Facility: (B)(6).

Event description:
It was reported that from february 2016 to november 2018, the patient was seen by treating physician. The patient underwent cystoscopy on or about (B)(6) 2018 and diagnosed with enlarged median lobe. The patient underwent convective radiofrequency water vapor thermal therapy procedure of the prostate on (B)(6) 2018 and as results of care and/or treatment rendered, the patient sustained permanent injuries, disfigurement and illness (exact symptoms experienced were not provided). No further information is available.